Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient presented with a backup battery fault alarm. Prior to this event, the clinic attempted to reseat the battery that worked for a short time, then backup battery was replaced on (B)(6) 2024 for a second backup battery fault alarm.the patient's system controller was exchanged after speaking with technical services. The patient stated that they had no symptoms or issues that occurred as a result of the alarm.

Manufacturer narrative:
D4: primary UDI number and expiration date, corrected. H4: device manufacture date, corrected. Manufacturer's investigation conclusion: the reported event of backup battery fault alarm was confirmed via the submitted log file; however, it was not reproduced. Data from the reported event date of (B)(6) 2024 in the submitted controller event log file was reviewed. The backup battery fault alarm activated on (B)(6) 2024 at 09:38:35 due to a load test fault. The backup battery did not pass the load test due to the loaded voltage being under the acceptable threshold as compared to the unloaded voltage. The alarm remained active through the remainder of the log file. The alarm did not affect the controller's ability to operate the pump at the set speed. There were no other notable alarms active in the log file. The system controller, serial number (B)(6), was functionally tested and found to operate as intended during analysis. The controller was able to support pump function for an extended period of time. No atypical alarms were produced during testing. The provided information stated that reseating the backup battery resolved the alarms for a short period of time, and the battery was previously replaced on (B)(6) 2024. Exchanging the controller resolved the alarms. A root cause for the reported event cannot be conclusively determined through this analysis. A corrective and preventative action (CAPA) was initiated to further investigate the issue of backup battery fault alarms. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including backup battery fault alarms. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
B5: narrative information. Correction: section d4 catalog number, UDI. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that replacing the system controller resolved the issue.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.